Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The distal conductor of the lead was extrinsically over-rotated. The analyst noted that the helix could not be extended due to the distal conductor distorted within the df4 connector pin, and the drive shaft lug stuck behind the retraction stop, visually. /over-retracted.

Event description:
It was reported that during the attempted implant of the right ventricular (rv) lead the helix would not extend. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.